Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they went to see the healthcare provider to have the programs checked. Caller reported their mother had a uti, but was over the uti at the time of the report. Caller reported the nurse told them they could go and adjust the stimulation. Caller stated when they turned the patient programmer on, they were seeing the patient programmer batteries were depleted screen. Caller reported they had replaced the batteries like a month prior. Caller was going to get new batteries and call back. Caller reported they took a second urine sample on (B)(6) 2018 to see if they still had a uti, they were on 7 days of cephalexin antibiotic. Additional information was received. Caller called back, they replaced the (B)(4) batteries, connected, and increase stimulation on program 3 to 1.5. The patient reported they were feeling comfortable stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the uti was unknown. No further patient complications are anticipated or expected as a result of this event.